Event description:
As reported by the exactech equinoxe shoulder study, the patient had an initial left tsa on (B)(6) 2020. The patient presented on (B)(6) 2022 with increased left shoulder pain. X-rays revealed aseptic glenoid loosening. The patient was revised on (B)(6) 2023. The case report form indicates this event is definitely related to devices and procedure. This event report was received through clinical data collection activities. Outcome - resolution date: (B)(6) 2023.

Manufacturer narrative:
Pending investigation. D10: serial number; item number and full description. (B)(6); 300-30-10 - equinoxe preserve stem 10mm. (B)(6); 310-01-47 - equinoxe, humeral head short, 47mm (beta). (B)(6); 300-50-45 - 4.5mm short rep plate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The shoulder pain reported may be the result of the glenoid loosening as reported. However, the failure confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.